Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
The sales rep reported that during a shoulder repair that two of the customer's vapr s90 electrode were sparking while in the patient's joint space and that their tips were red. The sales rep reported no fire but that the tips were glowing bright orange to red. The sales rep stated the generator was reading output shortage but that the devices were not near metal and that it was confirmed that the patient has no metal in their shoulder. The sales rep reported that the vapr iii generator was set to default, the neptune was used to provide suction, and the wands were not reprocessed. The sales rep stated that the wands were not buried deep in tissue and were only on 2-3 seconds when they started flashing. The sales rep reported he troubleshot the devices and swapped out the generator, footpedal, and wands but the issue persisted. The surgeon completed the procedure without any electrodes and instead used a shaver with no patient consequences or delays.

Manufacturer narrative:
The two complaint devices are not being returned, therefore are unavailable for a physical evaluation. We are unable to confirm this complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a shoulder repair that two of the customer's vapr s90 electrode were sparking while in the patient's joint space and that their tips were red. The sales rep reported no fire but that the tips were glowing bright orange to red. The sales rep stated the generator was reading output shortage but that the devices were not near metal and that it was confirmed that the patient has no metal in their shoulder. The sales rep reported that the vapr iii generator was set to default, the neptune was used to provide suction, and the wands were not reprocessed. The sales rep stated that the wands were not buried deep in tissue and were only on 2-3 seconds when they started flashing. The sales rep reported he troubleshot the devices and swapped out the generator, footpedal, and wands but the issue persisted. The surgeon completed the procedure without any electrodes and instead used a shaver with no patient consequences or delays. See associated medwatch # 1221934-2015-10077.